Manufacturer narrative:
Visual and functional inspections were performed on the returned balloon catheter. The reported tip deformation/damage was confirmed. The reported difficulty to advance/position, difficult to remove the guide wire were unable to be confirmed due to the returned condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents reported for this lot. There was no damage noted to the balloon catheter during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance/position, difficulty to remove and tip deformation of the guide wire the guide wire appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a percutaneous procedure to treat the heavily calcified right posterior tibial artery. Two dilatation catheters were loaded on the 014 guide wire without incident. The 2.0x200 mm armada 14 dilatation catheter was loaded on to the same 014 guide wire, but the tip of the device became bent/smashed during advancement. The armada was unable to be removed from the guide wire, so both devices were removed together. Another guide wire and armada 14 were used to complete the procedure. All significant available information was received. No requests for additional information are needed.